Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and rectum during an emergency gastric fibroscopy procedure. The exact procedure date was unknown. During the procedure, the first band was deployed correctly; however, the succeeding band was blocked and could not be deployed. The procedure was completed with "another device." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly) was analyzed, and a visual evaluation noted that the suture was in good condition with the seven knots. Additionally, the handle had marks of trip wire secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the returned handle assembly were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component (handle only), the returned unit did not show evidence of either the alleged problem(s) or any defect which could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and rectum during an emergency gastric fibroscopy procedure. The exact procedure date was unknown. During the procedure, the first band was deployed correctly; however, the succeeding band was blocked and could not be deployed. The procedure was completed with "another device." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.